Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was unknown at the time of incident. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with no motor movement due to moisture damage to motor home switch. Device received with moisture damage on the electronic assembly and motor. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to moisture damage.